Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by caller who was in loss prevention for (B)(6) in (B)(6) that they had an employee who had a medical bypass to skip the metal detector but who is scanned by an 8-wand to the front and back of the body. It was reported that the patient who was the employee would hold their hand over their right hip where the implant was and then get scanned about 8 inches from the implant. The patient has intermittently complained to human resources staff a couple times that they had been shocked/jolted when scanned by certain people or at certain times. Patient also mentioned they have had to go back to their healthcare professional to be reset from being scanned by the wand. Caller was not with patient so they could not confirm status of therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that they had no idea what the cause of the shocking/jolting was when scanned by an 8-wand. It was clarified that the reset done by the patient was that the device was reset at home and it was turned up. The patient was not seen in the hcp¿s office to reprogram. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.